Event description:
During a coronary artery drug eluting stenting treatment procedure, there was withdrawal difficulty. The phsycian deployed a taxus express2 2.5x12m drug eluting stent in the obtuse marginal (cm) artery. The physician inflated the balloon to 11 atmospheres for 60 seconds and upon withdrawal of the balloon there was some resistance. After several attempts the physician was successful at removing the balloon. There was no patient injury and the patient is doing fine.